Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11f22123, h11e23099, h11d23027, h11e09015 and no exceptions were observed that were related to the reported condition. The cause of the user error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the user error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies. During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake / touch contamination which resulted in peritonitis on (B)(6) 2011. On (B)(6) 2011, the patient was hospitalized due to the peritonitis. Treatment for the events was not reported. On (B)(6) 2011, the patient was discharged from the hospital. The outcome of the event patient made mistake / touch contamination was not reported. On an unreported date, the patient recovered from the peritonitis. Therapy with dianeal was ongoing. The reporter did not provide an opinion of causality.